Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer's blood glucose value was unknown at the time of incident. Customer states insulin pump every two minutes gives down tone and vibrates but there was no message on screen. Customer states insulin pump was beeping but not showing an alarm. Customer reports the notification light was not blinking. The insulin pump will not be returned for analysis.